Event description:
It was reported that a pt underwent a hysterectomy procedure on (B)(6) 2010. During set up, the motor drive unit would not turn the disposable handpiece blade. The case was completed with another motor drive unit with no adverse pt consequences.

Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.